Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately in comparison to their feelings or normal results. The patient reported obtaining results of "177, 195 and 234mg/dl" on the subject meter. During troubleshooting the customer service rep walked the patient through a control solution test and the results were not in range. This complaint is being reported as the alleged issue was not resolved with troubleshooting. There was no allegation of injury made by the patient.